Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, boston scientific technical services (bsc ts) reviewed a save to disk, and discussed the criteria that needs to be met in order for a true vt to be declared. Bsc ts noted that in the episodes sent in for review never fulfilled the duration (non-sustained episode), and therefore the vt was not a true vt.

Event description:
Boston scientific received information that, during follow-up, it was observed ventricular tachycardia (vt) events were not classified as 'true' vt events when they actually were. A save to disk was sent to boston scientific technical services (bsc ts) for review. There were no adverse patient effects reported.